Event description:
On (B)(6) 2025, we received a complaint from the field ((B)(6)), from clinical studies, (see (B)(4) folder) reporting that, around 7 months postoperative, the patient suffered from an abdominal wall eventration. The site classified this event as possibly related to the procedure. The patient underwent a parietal repair surgery on (B)(6) 2024. The patient is doing fine. We report this case because a device marketed in the us in involved.

Manufacturer narrative:
After reception of the complaint, the manufacturing folder has been reviewed. It is confirmed that the raw materials and production processes are conform to the predefined specifications. There have been no non-conformities observed during the manufacturing process. Complained device belongs to a batch of (B)(4) units, manufactured in (B)(6) 2021. This is the 1st complaint we received for this batch. Scientific literature reports that ventral hernia (similar to eventration) is a common complication of abdominal surgeries (see "nho" and "caro" articles - cpt folder). Based on the above information, we conclude that the issue reported is not linked to the device implanted but that it is related to the procedure. Since the launch of the device, (B)(4) cages (scarlet alt and scarlet alt hl ranges) have been implanted and this is the 8th complaint we receive for this kind of issue, (B)(4), the rate is very low. We close the case as is with no further action.